Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test alarm and had a blank screen after cleaning the battery compartment when the battery leaked battery acid. The blood glucose reading was 198 mg/dl. The customer was assisted in clearing the alarm and was advised that the alarm would recur with each new battery inserted, if not cleared. The customer was advised that batteries should be stored at room temperature and within expiration date.